Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed that the inner conductor helix was kinked between the tip electrode and the ring electrode. In addition, deformations were detected in the outer conductor helix, as well as multiple damages at the steroid collar. The analysis showed that the cause of these damages was probably mechanical stresses during the operation. The analysis showed no other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis were within the technical specifications. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of material defects or manufacturing errors.

Event description:
It was reported that approx. 91 months after implantation the pacing impedance of this lead was out of range (greater than 4000 ohms) and there was no sensing.